Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered two lead integrity alerts (lias) for high rate non-sustained episodes and a high number of short v-v intervals approximately a month apart. The lead remains in use. No patient complications have been reported as a result of this event.